Manufacturer narrative:
(B)(4). The returned complaint device passed external visual inspection and photos were taken. However, a "call tech support" error message was observed on the receiver screen. The device failed global receiver functional testing. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver would not turn on on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.